Manufacturer narrative:
Follow-up # 1 ¿ (12/26/2014). The patient¿s test strips have been returned on 12/15/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (02/16/2015).the patient¿s meter has been returned on 2/2/2015 and evaluated by lifescan product analysis on 2/3/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not recall the date when the product issue first started but stated that it happened at 4:30pm. The patient reported obtaining blood glucose readings of ¿6.2mmol/l¿ on the subject meter and ¿3.7mmol/l¿ on a onetouch ultraeasy meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient did not mention if they made any changes to their usual diabetes management in response to the alleged inaccurate reading. The patient reported developing symptoms of ¿shaking and feeling generally unwell¿ around the same time of the start of the product issue. The patient reported treating these symptoms with a ¿mars bar¿. The patient reported eating a meal around one hour later and tested their blood glucose again. The patient reported a blood glucose reading of ¿6.0mmol/l¿ on their onetouch ultraeasy meter but were unable to test on the subject meter as they had no test strips left. The csr was unable to resolve the issue with troubleshooting and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia around the time the reported inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.